Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who had historically been receiving morphine via an implantable pump for spinal pain. It was reported that patient's pump had been revised a few times previously for movement. No further information was provided regarding these previous revisions. No further complications were reported or anticipated.